Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a 23-inch teflon 6 mm inset infusion set, with glucose readings above 250 mg/dl and a stated peak over 400 mg/dl, and was advised to change the infusion site and check the prior set¿s cannula. Symptoms included elevated blood glucose with device alerts for sustained high readings. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention. Investigation included troubleshooting and education focused on infusion site and cannula function with follow-up calls to assess regulation. Investigation of this case revealed an unclear cause for the hyperglycemia, with potential infusion site or cannula-related delivery issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.